Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
It was reported by the sales rep via phone that during a rotator cuff repair procedure two of the customer's ideal suture grasper 60 degrees wire tips were bent. The issue was detected once the wire hook had been released from inside the device. The case was completed with a third like-device with no patient harm or delays. The sales rep was not present for the case and could not provide any additional information. The devices are returning for evaluation.

Manufacturer narrative:
Product complaint # (B)(4). Additional narrative: if information is obtained that was not available for the medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device is not available for physical evaluation as it has not been returned. Therefore, this complaint cannot be confirmed. Hence, the information provided is not sufficient to discern a root cause. Despite multiple attempts to obtain additional information in regards to the status of the device, no tracking number or device return availability has been provided. This complaint file is being closed, should the device be returned or any new information be received in the future, this file will be reopened at that time and updated to reflect the information received. At this time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field.